Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The probable root cause is typically attributed to component failure, such as material degradation. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly board exhibited missing electrical contacts. The probable root cause is attributed to component susceptibility to damage during reprocessing. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The proximal over-molded section of cable assembly located at zone b in the middle 1/3 of the endoscope cable was found delaminated. The probable root cause is attributed to adhesive susceptibility to damage through external collisions, during use, or during reprocessing. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause is typically attributed to use conditions, such as inadvertent collisions with hard surfaces or drop of the scope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when switching the 30-degree endoscope plus from down to up, camera was rotating 270-degrees, instead of the normal 180-degree rotation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. There was no reversed control, but when switching 30-degree down to 30-degree up, camera is rotating 270-degrees not the normal 180-degree rotation. There was no physical damage noted at the endoscope's base. A backup endoscope was used. There was no patient injury as a result of the reported event.